Event description:
Omnipod insulin pump. The blood glucose machine within the omnipod malfunctions by giving false glucose readings. I have records showing a blood glucose level of 500 and within less than 60 seconds I can show a reading of 48. These false readings cause the patient to give incorrect insulin dosages. These false readings have put me in the hospital and has caused me to have three surgeries to correct the problems caused by this machine.